Manufacturer narrative:
This product has not been returned to (B)(4) scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right atrial (ra) lead exhibited noise and oversensing. It was noted that the noise appeared to be from minute ventilation (mv) signal oversensing. There were high out of range impedance measurements observed. (B)(4) scientific technical services (ts) discussed programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.